Event description:
It was reported that during a coronary stent procedure of a proximal ostial rca lesion, the physician was backing out the guide catheter in an attempt to get the stent right at the edge of the ostium, when the whole system "kicked out" and the stent dislodged. They were unable to locate the stent, and the procedure was successfully completed with another manufacturer's stent. Pt status is listed as "okay".